Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the alerts don't come up on applications or play sounds at all. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-6101. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated no harm requiring medical intervention was reported. No product return was required for mmt-6101.

Manufacturer narrative:
"An attempt to reproduce the reported event using 3.2.2[9047] prod build installed on samsung galaxy s10e (v12.0.0) with mmt-1885 pump (software version 6.7v) was conducted and the issue was not reproduced. The software meet the specified requirements and performance expectations, (srs doc: (B)(4), version m upon thorough investigation, we found that the logs for the day when the issue occurred are unavailable. However, we reviewed the dashboard logs for the past 15 days for both partners and according to the logs, they are able to receive notifications. Regarding the alerts sound issue, we checked the user display message (udm) and periodic packet (pp) and did not identify any anomalies. We suspect that the customer's issue may be caused by several factors, including not clearing the app cache and data, or if the do not disturb (dnd) mode is enabled, or if the battery optimization feature is enabled based on our past experience, the following may be the cause for pn/sound issue : 1. Internet instability. 2. User may have enabled repeat notifications for that alert. As a result, they are receiving the alert on the cp app even if it is not received on the pump side as mentioned above. 3. Enabled do not disturb (dnd) mode. 4. Enabled battery optimization feature. 5.disabled the notification setting below are the resolution step for same: 1. Try clearing the app cache and data, 2. Disabled do not disturb (dnd) mode 3. Disabled battery optimization feature. 4. Enable notification setting for pn please check with customer that notification settings are enable or not we have informed the helpline team that please confirm the issue with the customer and if the issue still persists, kindly create a new svn with screenshots of notification setting page, video & full details. This will allow us to address the matter very efficiently and effectively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case as issue was caused by outage and continued after it, problem is still ongoing and getting currently fixed by it.